Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
Additional information reported to coloplast on 30-sep-2024, though not verified: immediate follow-up was normal, but the patient developed late pain in the left hip and groin, reproduced at the site of the obturator sling implantation. Conservative treatment is recommended, but the patient desires complete removal of the sling. She had an outpatient consultation (USA) on (B)(6) 2020, and the sling was competently removed on (B)(6) 2020. The sling was found to be folded and attached to the bladder neck. The surgery led to a 75% improvement in pain in the months that followed, but chronic neuropathic pain reappeared in her left hip and her stress incontinence relapsed.

Manufacturer narrative:
¿Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pain, dyspareunia, urethral scarring, which led to removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy performed. This was a very difficult surgery due to the dissection required to remove the mesh from the left groin that was very deeply implanted, folded and twisted on the left and on the right was deep and lateral. The mesh was at the bladder neck. Presents with decreased perineal muscle strength, creating incontinence. Scarring to left side of the mesh.